Event description:
It was reported that the patient stopped feeling stimulation sensation. In addition the patient was not able to adjust stimulation with the patient programmer (pp). A "call your doctor" icon was displayed and a power on reset condition (por) was reported. The patient stated that when she stopped feeling stimulation, she used her pp and noticed the por screen. There was no emi exposure and the implantable neurostimulator (ins) was charged up according to the patient. The por was cleared over the phone and the issue resolved. The patient turned her therapy back on and confirmed she was able to feel stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).